Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was damaged and cracked, preventing the device from entering the sheath. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The device was inspected for damage when removed from the package, and no damage was noted to the packaging or device at that time. The sealant sleeve damage was located at the distal part of the shaft and was observed during insertion. The sealant was not exposed at any point prior to intended deployment. No resistance was encountered when attempting to insert the device into the sheath. The device was not able to enter the sheath at all. The procedure used a retrograde approach. Femoral artery suitability was verified on angiography, including the insertion angle of 30¿45 degrees of the vascular sheath introducer. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The physician was trained and certified to use the device. The device was stored and prepared according to the instructions for use, and no anomalies were noted prior to use. The device was not purged of air during preparation. A 5f non-cordis catheter sheath introducer was used. There were no kinks observed in the sheath after removal. The access site was above the femoral head, the vessel diameter was greater than or equal to 5 mm, and moderate vessel tortuosity was reported. The device will be returned for evaluation. Addendum: pe findings present sealant exposed